Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, impedance issues and loss of capture. A new lead was implanted. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed outer insulation out of round and inner insulation damaged at clavicle/first rib coil fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported pacing impedance high out of range, noisy signals and failure to capture were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, high out of range impedance measurements and loss of capture due to an allegation of fracture that was not confirmed on x-ray. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, high out of range impedance measurements and loss of capture due to an allegation of fracture that was not confirmed on x-ray. A new lead was implanted. No additional adverse patient effects were reported.